Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has not yet been completed. The root cause investigation is still underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.

Event description:
The patient services representative (psr) assisting a (B)(6) patient called in to zoll lifecor customer support to report that the patient's monitor was not turning on. The patient was provided with a replacement monitor.